Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture and small amount of serous fluid accumulation.

Event description:
Healthcare professional reported unspecified side "suspected rupture and small amount of serous fluid accumulation were observed per MRI examination". The device remains implanted.